Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 4. The home patient (hp) reportedly disconnected and then reconnected. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm and advised the hp to call the nurse regarding the air detect alarm and reconnecting after alarm occurred. The hp would finish with manuals. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved. The hp explained that she had disconnected to go to the bathroom during the dwell cycle, but by the time she returned the hc machine was in drain cycle and alarming. The hp confirmed that she had disconnected herself using aseptic techniques, and did not notice any loose connections, disconnections or defects on the supplies. The hp stated that she is now aware that she is not supposed to reconnect to the same supplies when a se 2240 alarm occurs. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).